Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was unable to establish a connection between the ipg and the patient controller (pc). A company representative met with the patient and confirmed the issue by also using the clinician programmer (cp). The cp displayed an error message: "ipg repair attempted, the programmer will reconnect when ipg is ready." The representative attempted multiple times to connect to the ipg, but to no avail. The patient stated she underwent a surgical procedure and did not place the device into surgery mode. In turn, surgical intervention was performed wherein the scs ipg was explanted and replaced. Stimulation has reportedly been restored post-operatively.